Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Eval: eval on-going at mfg site.

Event description:
Country of complaint: (B)(6). After a surgery, the customer found that there were 7 needles were packed in a package. (One needle was missing). The customer has been insisting followings: "8" sponge-cubes are attached to complaint product. "9" sponge-cubes are attached to reference sample. Glue can be observed on the surface of the place, where sponge-cubes attached, when sponge-cube has been removed by force. There is no glue on complaint product (beside of "8"). Therefore, only 7 needles were packed in the complaint product.